Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high hemoglobin a1c results for multiple patient samples between (B)(6) 2017 and (B)(6) 2017. No specific patient results could be provided, but the customer stated the initial results were approximately 16% and the repeat results were approximately 5%. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service representative found a dripping rinse nozzle and replaced a valve. All system checks were successful and the system was operational. The reagent lot number was 21196501 with an expiration date of 31-aug-2018.